Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number 1643264 ((B)(6)). The correct manufacturing site information and registration number is 3006524618((B)(6)). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There is a relationship between the returned device and the reported incident. The wand port has burnt markings. Functional evaluation revealed there is no voltage output to a known good wand. All ablation and coagulation output voltages did not fall within specified ranges, because no voltage outputs were able to be recorded. During the testing process, all set points were tested and no voltage outputs were observed. The complaint is verified and the root cause was determined to be an electrical short. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electrical component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the machine was shorted out and char marks in front of the unit. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a back up available to complete the procedure. No patient injury was reported.